Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl. Customer reported that the battery cap was damage. Customer reported that they received battery out limit error. Customer was able to clear the alarm. Customer received no delivery alarm issue. The insulin pump will not be returned for analysis.